Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter tip was damaged on the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "jelco # 20 defective. When introducing the jelco it does not slip, it is not possible to channel, it is observed that the jelco does not slide, jelco # 20 damaged plastic tip."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the catheter tip was damaged on the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: "jelco # 20 defective. When introducing the jelco it does not slip, it is not possible to channel, it is observed that the jelco does not slide, jelco # 20 damaged plastic tip."